Event description:
It was reported that during an open thoractomy lobectomy procedure, following the eighth firing, when the reload was removed, the metal track for the reload separated from the sled and remained in the stapler. Once removed, a new blue cartridge was loaded and upon initiation of the firing sequence, the stapler locked out. The surgeon successfully reversed the blade using the reverse button but due to the critical vessel firing. A new stapler was opened and the case was completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one pce45a device was returned in good visual condition and with an ecr45g partially fired 1/10 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge pan was noted to be attached to the cartridge as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.